Manufacturer narrative:
Analysis of historical records. Orthofix srl checked the internal records related to the controls made on the device: 172150 lot: 6432250001 before the market release. No anomalies have been found. The original lot, manufactured in 2013, was comprised of 9 reamer heads. According to orthofix srl historical records, this is the first notification received from this specific device lot. Technical evaluation: the technical evaluation on the returned device is currently ongoing. Medical evaluation: the information available on the case was sent to our medical evaluator. A preliminary medical evaluation is currently ongoing and will be finalized once the results of the technical evaluation will be available. Orthofix srl has requested to the distributor involved further information on the event such as body part treated, description of the reamer heads sequence used during the reaming activities, information if the device was at its first use or it was a reuse of a reusable device, copies of the pre and post-operative x-rays and confirmation that the broken part of the reamer head was not left in the patient body. Unfortunately, this information has not yet been made available. As soon as further information and/or the results of the investigation will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: hospital name: (B)(6); date of surgery: (B)(6) 2013; surgery description: fracture treatment; patient information: (B)(6) years male patient (B)(6) kg. Event description: breakage of the bore diameter 15 (the surgeon had yet used reamers diameter less than 0.5 in 0.5 without incident). The device failure did not cause adverse effects to patient; the surgery was completed with used device; the event did not lead to a clinically relevant increase in the duration of the surgical procedure; copies of the operative report are not available; copies of the xrays images are not available; information on patient current health condition : use manual reamer to finalize the intervention. No further information has been made available. (B)(4).